Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. A valid serial number/lot number was not provided for test strips. The DHR (device history record) for the freestyle freedom lite meter were reviewed, and the DHR showed the freestyle freedom lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported lower results from meter. Due to delivery delay, customer reported they did not have device to monitor glucose with and became hyperglycemic, requiring treatment of insulin (dose/type unknown) from a healthcare professional. There was no report of death or permanent injury associated with this event.